Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva glucose results of 185 mg/dl and 45 mg/dl, professional results of 234 mg/dl and 128 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graph procedure on (B) (6) 2010. During the procedure, the needle broke at the swage point. There were no adverse consequences reported.